Event description:
Implant loss due to broken locator - abutment couldn't get removed, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used.